Event description:
While starting an IV, there appeared to be a leak at the junction of the tubing and the hard plastic.

Manufacturer narrative:
(B)(4). Additional information was provided by the abbott customer technical advocate (cta). (B)(4). This is a final report.

Event description:
The customer states that one patient sample generated false negative results with the axsym hcv 3.0 assay. The sample initially tested as a weak reactive that retested as non-reactive. The sample was tested a third time and generated a reactive result. Controls have been within specifications. No suspect results were reported from the lab. There is no report of impact to patient management.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.